Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not allow the customer to get past the fill tubing step and stopped fill at 9.8 units during the load process. The customer loaded a new cartridge and was able to resume insulin therapy. There was no impact to the customer's blood glucose level.